Event description:
Patient reported on her annual questionnaire that she has an infant that was born with down's syndrome. Several attempts have been made to the office, but to date there has been no response. This mw is addressing the right side breast implant mw #2024601-2012-00491 is for the left side.

Manufacturer narrative:
(B)(4). Device labeling reviewed: concerns have been raised regarding potential damaging effects on children born to mothers with breast implants. Two studies in humans have found that the risk of birth defect overall is not increased.